Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and diabetic ketoacidosis. The customer blood glucose level was 400 mg/dl. The customer was assisted with troubleshooting, declined for high blood glucose. Customer stated that site was the problem. The customer stated that the insulin pump had insulin flow blocked alarm during basal. Customer stated insulin exited at the quick release. Customer reported event was resolved by changing complete set. Customer stated that they were unknown to used auto mode. The insulin pump will not be returned for analysis.